Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 neutral e1 liner 40mm I: cat# 010000867, lot# 6029116. G7 neutral e1 liner 40mm I: cat# 010000867, lot# 3711289. Bone scr 6.5x30 self-tap: cat# 00625006530, lot# 64483842. Bone scr 6.5x30 self-tap: cat# 00625006530, lot# 64596044. G7 osseoti multihole 66mm I: cat# 110010271, lot# 6186734. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported the liner did not seat in the cup. An additional liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.